Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be failure of an ic chip, designator u61, on the programmed system controller pcb assembly. There were no failures with the removed user interface pcb assembly as it is an ancillary part removed during repair.

Event description:
It was reported that the device failed to boot up properly and froze at the self-test start up screen, lock up failure. The customer rebooted the device and reseated the power source but the issue persisted. There was no known patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed system pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.